Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was heat coming from the remote monitor. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed no complaint failure found ; found error code 8218 in fa (failure analysis ) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.